Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h6. Clarification: it has been determined that the event of lymphoma-alcl-suspected did not occur and therefore is being un-reported.

Event description:
Healthcare professional later confirmed "none of the patients included in this study had confirmed diagnoses of bia-alcl."

Event description:
Literature review received titled: "a histological assessment tool for breast implant capsules validated in 480 patients with and without capsular contracture baker grade I/ii/iii/IV". Events being reported against patients consist of "capsular contracture", "obs. Rupture", "obs. Bia-alcl", "inflammation, including acute inflammation (neutrophil granulocytes), chronic inflammation (lymphocytes)", "vascularization and calcification", "free silicone vacuoles, intracellular located silicone in macrophages (foam cells)", and "multinucleated giant cells and granulomatous inflammation (silicone granulomas)". 58 of the diagnosed patients had allergan/mcghan devices. Histopathological markers of cd30+ and alk- were not provided for alcl cases. Affected side is unknown. Device status is unknown.

Manufacturer narrative:
Continued e.1 facility name: (B)(6). Continued e.1 postal code: (B)(6). Clarification d.2a and d.2b: default to saline when fill of device is not known. Article citation: larsen, a., timmermann, a.m., kring, m. Et al. A histological assessment tool for breast implant capsules validated in 480 patients with and without capsular contracture. Aesth plast surg (2024). Https://doi.org/10.1007/s00266-024-04128-5. Authors and affiliations: department of plastic surgery and burns treatment, copenhagen university hospital, rigshospitalet, blegdamsvej 9, 2100, copenhagen, denmark. Andreas larsen, adam mandrup timmermann, mikela kring, tim kongsmark weltz, mathias ørholt, peter vester-glowinski & mikkel herly amalieklinikken, copenhagen, denmark. Jens jørgen elberg ak nygart, copenhagen, denmark. Jesper trillingsgaard. Aleris, copenhagen, denmark. Louise vennegaard mielke. Department of plastic and reconstructive surgery, herlev and gentofte, copenhagen university hospital, copenhagen, denmark. Lisbet rosenkrantz hölmich. Department of clinical medicine, university of copenhagen, copenhagen, denmark lisbet rosenkrantz hölmich. Department of plastic and reconstructive surgery, odense and little belt hospital, odense university hospital, vejle, denmark. Tine engberg damsgaard. Department of regional health research, university of southern denmark, odense, denmark. Tine engberg damsgaard. Department of pathology, herlev and gentofte, copenhagen university hospital, copenhagen, denmark. Anne roslind. Department of immunology and microbiology, university of copenhagen, copenhagen, denmark. Mikkel herly. The events of alcl-suspected, capsular contracture, granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, silicone migration, bia-alcl-suspected, granuloma.